Manufacturer narrative:
The chuck was received at the manufacturer for evaluation, and the reported complaint was confirmed. Based on the investigation details, the device had a buildup of corrosion and grease in and around the chuck jaws. This may be the result of inadequate cleaning by not following the instructions for use.

Event description:
It was reported that a grease-like substance was found on the attachment while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.